Event description:
Boston scientific corporation (bsc) was informed by a nurse that a spark flew out of the table side controller of the intravascular ultrasound imaging system (ilab) and left a nickel-size burn mark on the side of her thigh. She could feel something warm at that time and saw an arc of electricity coming out of the table side controller. The event occurred when the nurse was getting the patient off the table and her leg was pressed up against the table. No treatment was required and the nurse is fine and it was reported that she did not consult a physician for treatment nor take any medication for the burn. The patient was not affected by the event and did not have an intravascular ultrasound (ivus) procedure with the ilab system prior to or during this event. The ilab system was on but had not been used that day. The ilab system was shut down since then, and the table side controller, imaging pc and acquisition pc of the intravascular ultrasound imaging system have been replaced.

Manufacturer narrative:
A. Patient information: no patient involvement; the incident occurred with the nurse. Evaluation code. Rustles: other: the ilab system was fully functional in the operational test and met all specifications in the functionality test. The device history record review has been completed and no additional data relating to the reported problem could be found. Also no additional past events in relation to the complaint of this unit were found. An investigation was conducted on the returned table side controller with cable, acquisition pc, and the image pc. There was no physical damage observed and it was determined that the products performed within specifications. Various voltage and current measurements were performed, including an ilab system electrical safety test. No abnormal conditions was found. The system was fully functional in the operational test and met all specifications in the functionality test.